Event description:
Rv capture thresholds started measuring high around (B)(6) 2020, but in office testing suggests the thresholds are stable. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).